Manufacturer narrative:
No fault could be found with the returned reference sensor 5 unit. The reference sensor powered up and successfully passed horizontal, vertical, and side calibration. The sensor also successfully completed multiple simulated maneuvers during testing. The reference sensor was found to function as design. It is suspected that the user experienced inverse angle measurements by selecting the incorrect hip (i.e. Left/right) on the navigation unit during back table set up. By selecting the incorrect hip during set up, when the user has correctly performed the registrations and is measuring cup angle, the cup angle will show -40 degrees instead of 40 degrees as expected. There is no navigational log available for review, so this suspicion cannot be confirmed. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded.

Event description:
It was reported that both sensors gave inverted/retroverted reading for the cup. The rep, staff and surgeon insist the cup adaptor was facing the correct position.

Manufacturer narrative:
At this time there is no known injury to the patient. The device has been returned to orthalign therefore an investigation into the alleged accuracy issue will be performed and a follow-up report will be submitted. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that could be caused to the patient by an inaccurate device measurement.